Event description:
The hcp reported the pt presented in 2005 with symptoms of an infection of the device pocket and catheter track. These included fever, redness, swelling, pain, and meningeal signs and symptoms. A culture device pocket was done and reported as positive for mrsa. The pt was diagnozed with meningitis. The pt was treated with both IV and oral antibiotics and total device system explanted. The pt outcome is reported as resolving with the meningitis now treated.